Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 280 mg/dl, while wearing the pod between 4 and 24 hours on the arm. In addition, the pods pink slide did not move forward, when the pod was activated. This indicates a needle mechanism failure occurred.